Manufacturer narrative:
Additional/updated information was added to reflect the seat frame assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the seat frame tube was broken in half. An expanded evaluation was performed. Per the expanded evaluation report, both seat rails had broken off just above the weld for the seat attachment tabs nearest to the crossbar. However, the underlying cause could not be determined.

Event description:
Right side seat frame is broken on the seat frame tube just in front of the adjustment piece, tubing is broke in half.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right side seat frame is broken on the seat frame tube just in front of the adjustment piece, tubing is broke in half.